Manufacturer narrative:
Additional information: update to lot number. An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: visual inspection was performed as part of the material evaluation and indicated the following comments: damage consistent with the implantation/explantation process was observed on the distal rim, proximal rim and proximal surface.burnishing, scratching and third body indentations were observed on the articulating surface which are common damage modes of uhmwpe. No materials or manufacturing discrepancies were observed on the surfaces examined. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the functional aspects are not in question. Material analysis material evaluation was completed and indicated the following comments: ma: damage consistent with the implantation/explantation process was observed on the distal rim, proximal rim and proximal surface. Burnishing, scratching and third body indentations were observed on the articulating surface which are common damage modes of uhmwpe. No materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a few dislocations and doctor was able to close reduce it without informing the rep. Physician decided to change to dual mobility for better stability.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a few dislocations and doctor was able to close reduce it without informing the rep. Physician decided to change to dual mobility for better stability.